Event description:
Reference number (B)(4) event occurred in the united states. This emder is being submitted for an unknown number quantity. It was reported that the patient faced kinked infusion set cannula issue on (B)(6) 2026 due to which the patient faced hyperglycemia event. The event occurred three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for less than 24 hours. The patient was tested positive for ketones. The blood glucose level was 500mg/dl at the time of the event and got treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully.the issue occured with 10 infusion sets. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.